Manufacturer narrative:
Date received by manufacturer: 13 november 2019. Date of this report: 14 november 2019. No patient involvement the manufacturer¿s international service technician could not confirm the reported issue. The customer decided to repair the unit themselves and did not provided maintenance information on the unit. If further information is obtained, this complaint will be reopened. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of this report: 11nov2019.

Event description:
The customer reported primary alarm failed. The unit was in clinical use at the time the reported issue was discovered. However, there was no harm to the patient or the user.